Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker had displayed a battery longevity of one and a half years remaining. Nine months ago, the device showed battery longevity of two and a half years. It appeared like early battery depletion. Ts discussed the possible reasons that could impact the longevity performance of the device. The patient will continue to be monitored. This pacemaker remains in service. No adverse patient effects were reported.